Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that drawer 4.2 b3 failed. A field service engineer, installed new pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system has drawer failure. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.